Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead dislodged sometime after implantation. The lead was removed the next day and it was discovered there was an outer insulation break near the pin connector. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.